Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an interrogation was done after the patient reported having heard an alarm that they had heard from their device before. The physician played different tones for the patient to see which one they are speaking of. The patient noted at the time of the alarm that they were not near any special devices or magnets that they were aware of. Interrogation showed no alarm events. A clinical data review noted the alerts that were most likely caused by a nearby magnet. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.